Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial lead exhibited loss of capture and loss of sensing. It was determined that this lead had dislodged. As a result, the lead was successfully repositioned. No adverse patient effects were noted as the patient was not dependant. No additional information is available at this time. If additional information becomes available, this event will be updated.